Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reprocessing failure was the replacement frequency of the water filter (once a month at least) has not been implemented, caused by user¿s misuse. The event can be detected/prevented by following the instructions for use which state: ¿<7.2 replacing the water filter (maj-824)> replace the water filter periodically, at least once in one month to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date this device has not been returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had a possible reprocessing failure for all scopes that have been cleaned in a cleaning machine with filters that have not been properly replaced. The issue was found during the reprocessing. There was no procedure involved. There were no reports of patient or user harm associated with this event. Related patient identifiers: (B)(4).